Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 16.5mm from the distal end. There were not any scratches around the broken point. The shape of the fracture surface showed that the crack developed from the broken point as the starting point, and the coarse part was located in the fracture surface. There was a scratch on the distal end of the probe. The manufacturing history was reviewed, with no irregularities noted. As the result of the evaluation, we have concluded that the probe broke because physical stress was applied to the tip of the probe which had already been cracked. As the cause of the crack on the probe, it is possible that the physician activated the ultrasound output applying only the probe tip to the tissue with strong force or twisting the device while grasping the tissue. Improper handling the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted on the instructions manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a laparoscopic cholecystectomy. Ultrasound output error occurred. The probe of the subject device was broken and fell off inside the patient. The probe tip was retrieved from the patient body. The procedure was completed with a spare device. There was no patient injury reported.